Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. Visual inspection was done, and nothing was out of the ordinary. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations and passed the electrical continuity test. The instrument was fully functional, and no product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument moved directly to the side and the surgeon was unable to mobilize the instrument despite several attempts to reseating the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.